Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was heart disease. The caller stated that the customer had diabetes and low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The additional information has been added with this report.

Event description:
It was reported that the customer's personal care assistant was contacted to collect further information. The personal care assistant stated the customer went very low in the middle of the night and by the time the ambulance arrived he stopped breathing. The customer did not resuscitate. The customer's personal care assistant is unsure what caused the low blood glucose. The customer was not treated for low blood glucose as he had stopped breathing. Customer's personal care assistant does not have the infusion set information.